Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and was reprogrammed. Following the reprogramming, it was further reported, three overlapping episodes of undersensing of r-waves and t-wave oversensing (twos) were observed on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.